Manufacturer narrative:
The biomedical engineer was unable to duplicate the reported problem. The biomedical engineer has ran the unit and cannot duplicate the issue. No problem found with the device the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem patient information was requested, but the customer did not provide.

Event description:
The resident stated the patient circuit was disconnected and the alarm was not audible. The customer reported that the patient expired.

Manufacturer narrative:
The customer reported the alarm volume was set at four. The patient was not connected to any remote alarms or spo2 monitor/alarm and the customer could not report how far away the patient was from the nursing station. Respiratory therapist make rounds on patients every four hours when a patient is on non-invasive ventilation (niv). The device record was reviewed and the alarm volume setting was confirmed at four. There were no hard ware issues noted. Alarm silence are not captured on the device record, however there were several alarms recorded and it is possible that the two minute alarm audible alarm silence was active. No further information will be available.

Event description:
A resident reported the alarm on the ventilator was not audible the customer reported that the patient expired.